Event description:
The device was connected to the pt and determined to have an unspecified but non-shockable arrhythmia. The device was displaying the ECG appropriately, but reportedly, none of the device large keypad switches would respond when pressed. Another ambulance arrived on scene and another monitor used to continue pt use. The pt was not resuscitated, but the reporter stated there was no adverse affect to the pt resulting from the alleged discrepancy, since the pt was not a viable candidate for resuscitation.